Event description:
Related manufacturing reference number: 2017865-2025-00373. It was reported that the dual chamber leadless pacemaker system was found in backup mode and exhibited false rrt (recommended replacement time). It was noted that the patient had a valve replacement procedure prior to the backup mode. The device was restored successfully. The patient was stable.